Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02409. It was reported the patient experienced a loss of stimulation. Diagnostic testing revealed low impedance readings. Reprogramming was unable to resolve the issue. X-rays revealed the patient's lead had moved. Subsequently, the patient underwent surgical intervention where the patient's same lead was repositioned. The patient reported effective stimulation therapy postoperative. Surgical intervention resolved the reported issue.